Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The tibial sleeve clamp has become worn and no longer effectively grips the implant.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A search of the complaint database against product code 217863134 found previous similar reported events. Previous investigation into this complaint found root cause is attributed to excessive torque applied to the handle while tightening stems. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.